Manufacturer narrative:
Result of investigation:the vyaire field service representative (fsr) arrived on site and assessed the device. The fsr did not find any internal leaks but was unable to calibrate exhalation flow transducer. Device needed a cold fire user interface module (uim) to work with the new gas delivery engine (gde), so fsr provided customer with a quote for new uim.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator exhaled volumes are 175 mls low from set. Set is 500 monitored and delivered is 338. At this time, there is no information regarding patient involvement associated with the reported event.